Event description:
It was reported that the user experienced elevated blood glucose after a supply change and believed the ilet was delivering only basal insulin without corrections; the user changed the infusion set again prior to contacting support, and subsequent review showed correction doses were being delivered. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, with instructions to monitor and call back if glucose did not decrease. Investigation included review of device-reported alerts and dose history. Investigation of this case revealed that correction dosing resumed and no device malfunction was confirmed. It was concluded that the cause of the hyperglycemia was unclear and that the device functioned as designed based on available data. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.